Manufacturer narrative:
Cause- all four casters worn out. This bed found in storage area. No one injured. Replaced brake/steer casters to resolve.

Event description:
Brake system down not holding brakes.